Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported their blood glucose rising to 426 mg/dl and then 529 mg/dl. The customer treated their blood glucose with 10 units of insulin. The customer stated their blood glucose declined to 444 mg/dl during the phone call. Customer stated they will monitor their blood glucose. The customer declined to return the insulin pump for analysis.